Event description:
The reporter indicated that a 12.6 vticmo12.6 implantable collamer lens, -13.0/2.0/094 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).